Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: plaintiff's decedent suffered damages from tilt of the filter, perforation, embedment, and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of right lower extremity deep venous thrombosis. The filter was deployed in the standard manner in the infrarenal segment of the ivc. Ultrasound and fluoroscopic guided placement of the inferior vena cava filter was successful. Approximately 12 years and 9 months post-implantation an axial CT of the abdomen and pelvis with coronal and sagittal reformatted images was performed. The superior end of the trapease permanent ivc filter was at the l1-2 interspace. The ivc filter was tilted lateral at the superior end and it was embedded in the ivc wall. The ivc filter was tilted medial at the inferior end and it was embedded the ivc wall. All the struts of the ivc filter perforated the ivc up to 7mm. One (1) anterior strut perforated the ivc wall 7mm and contacted the bowel. One (1) anterior strut perforated the ivc wall 5mm and contacted the bowel. One (1) medial strut perforated the ivc wall 6mm and resided within the soft tissues. One (1) posterior strut perforated the ivc wall 4mm and resided within the soft tissues. One (1) posterior strut perforated the ivc wall 3mm and resided within the soft tissues. One (1) lateral strut perforated the ivc wall 5mm and resided within the soft tissues. No hemorrhage was seen. There was bilateral iliac vein kissing stents. There were partially visualized apparent bilateral lower extremity venous bypass grafts seen along the superficial anterior aspect of both proximal thighs. There was a 7mm tubular structure that extended from the level of the right less trochanter to the ivc/ra junction. This structure passed through and within the lumen of the pelvic stents and ivc stents. A separate stent was seen superior to the ivc kissing stents. This superior ivc stent partially excluded the trapease ivc filter at the superior end and traversed the lumen of the remainder of the filter. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 12 years and 9 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, and filter embedded in wall of the ivc. A filter removal attempt has not been made.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section d11 (concomitant medical products). 18-gauge needle; 0.035 glide wire, 7f sheath and dilator. Section g4 (date received by the manufacturer). Section h6 (evaluation codes). The implant date was confirmed to be accurate. Complaint conclusion: as reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the filter, perforation, and embedment. Additional information provided indicated that the patient expired approximately twelve years and ten months post implant. According to the death certificate, the immediate cause of death was cardiac arrest following end stage renal disease. The patient¿s family member reported becoming aware of perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, and filter embedded in wall of the ivc, approximately fourteen years and four months post implant. According to the implant record, the indication for the filter implant was history of right lower extremity deep vein thrombosis. The filter was placed via the left femoral vein and deployed in the standard manner in the infrarenal segment of the ivc. Ultrasound and fluoroscopic guided placement of the inferior vena cava filter was successful. Approximately twelve years and ten months post-implant a computed tomography (CT) scan of the abdomen was performed. Approximately nineteen months after the exam, reformatted coronal and sagittal images were submitted to additional review. The review noted that the filter is at the l1-2 interspace and tilted laterally at the superior end, tilted medially at the inferior end, and it was embedded in the ivc wall. All the struts perforated the ivc up to 7mm. Two contacted the bowel and four resided in soft tissues. Also noted were bilateral iliac vein kissing stents. There were partially visualized apparent bilateral lower extremity venous bypass grafts seen along the superficial anterior aspect of both proximal thighs. There was a 7mm tubular structure that extended from the level of the right less trochanter to the ivc/right atrial (ra) junction. This structure passed through and within the lumen of the pelvic stents and ivc stents. A separate stent was seen superior to the ivc kissing stents. This superior ivc stent partially excluded the trapease ivc filter at the superior end and traversed the lumen of the remainder of the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapeae ivc filter is intended for permanent placement. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, become embedded and was associated with perforation. The patient is further reported to have expired. The cause of death and whether there was a relationship to the device were not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, device embedment and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The patient¿s cause of death was not provided. It is therefore not possible to draw a clinical conclusion regarding a relationship between this event and the implanted device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: plaintiff's decedent suffered damages from tilt of the filter, perforation, embedment, and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress, and other damages.